Event description:
It was reported the unit was giving an error "pacer equip malfunction." There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy cable. The therapy cable was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.